Manufacturer narrative:
Concomitant medical products: product ID: 748951, serial#(B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3987a, lot# n0020218, implanted: (B)(6) 2005, product type: lead. (B)(4)

Event description:
A consumer reported that their therapy was turning off by itself. The consumer did not know if the reed switch was enabled or not. The consumer was able to turn the stimulation on if he felt that his arm was hurting. The consumer did not know what caused the therapy to turn off by itself. The consumer reported that they use it "24/7" and when their arm starts hurting, they try to adjust it and that's when they find that it has shut off. The issue has not yet been resolved. The indication for use was complex regional pain syndrome, type ii. Should additional information be received, a follow up report will be sent out.